Manufacturer narrative:
Device analysis report attached.

Manufacturer narrative:
Per the clinic, the patient was hospitalized twice on (B)(6) 2024. During the first hospital admission, the patient underwent a revision surgery on (B)(6) 2024 under general anesthesia to incise and drain the abscess. During the second hospital admission, the patient underwent a procedure to flush the affected area with antibiotics (date not reported). The patient was teated with IV antibiotics (date and duration not reported) during the both hospitalization periods; however, the issue could not be resolved. The patient subsequently underwent a skin flap revision surgery under general anesthesia on (B)(6) 2025.

Event description:
Per the clinic, the patient experienced redness, swelling and an infection (pus) at the implant site and underwent a wound debridement procedure (specific date not reported). However, the issue did not resolve and the device was subsequently explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.